Event description:
The canadian health authorities reported 5 cases of endophthalmitis associated with the use of healon sterile preparation, lot xi 55410. This report describes the 3rd pt. Although no pt-specific info was provided with the initial report, based on the diagnosis it is assumed treatment was necessary to prevent permanent impairment. This report was prompted by a request of the health authorities for the incidence of endophthalmitis with the use of healon products as they suspected a sterility problem with the mfg process. A review found no prior complaints for healon lot xi 55410.